Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. It was reported that the device was inserted and pulsatile flow from the marker lumen was obtained. The foot of the device was deployed and the physician attempted to position the device by pulling it back against the arterial wall. It was reported that the device could not be pulled back, therefore the needles were not deployed. A surgeon performed a cut down to remove the device and it was reported the patient did "fine". Although requested, no additional information has become available.